Manufacturer narrative:
Medical device code (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, when attempting to deploy a band, it was unable to fire and caused damage to the tip of the endoscope. It was reported that there were no difficulties upon setting up the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: the customer provided a photo showing all the bands were still attached on the ligator; however, one of the middle band was caught under the other bands.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, when attempting to deploy a band, it was unable to fire and caused damage to the tip of the endoscope. It was reported that there were no difficulties upon setting up the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: the customer provided a photo showing all the bands were still attached on the ligator; however, one of the middle band was caught under the other bands.

Manufacturer narrative:
Additional information: block d7a (sud reprocessed and reused?) And block h8 (usage of device) updated based on additional information received on september 3, 2021. Block h6: medical device code a050501 captures the reportable issue of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. The ligator head returned without bands attached and one band returned deployed. It was also noted that the trip wire was not secured but the slack was taken up correctly. Additionally, the trip wire was kinked. A photo provided by the customer shows the ligator head with the bands overlapped and the endoscope damage was not observed. Further examination also shows that the ligator head teeth did not present any issues. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event of failure to deploy bands was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle assembly, nor did the handle have evidence that the trip wire was previously secured. Not securing the trip wire in the handle slot could have cause the trip wire to slip through the handle assembly during deployment and cause an inaccurate deployment of bands and damage to the ligator head teeth. Additionally, the trip wire was found kinked. This could have been generated due to handling and manipulation of the device and/or the technique used during preparation. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.